Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(4) displayed user advisory (ua) 20 (position out of range) and requested help from zoll tech support to clear the ua. Zoll tech support emailed clear instructions on how to clear ua20. After the customer attempted to clear the ua20, the autopulse platform displayed ua07 (discrepancy between load 1 and load 2 too large) and won't reset when the restart button is pressed. No further information was provided. The patient's status information was requested, but the customer did not provide a response.